Manufacturer narrative:
A visual examination of the returned device found the coil cut and the clevis arms bent. Functionally, the returned unit was not tested due to the sample return condition. The device welding and riveting was found to be within specifications. The condition of the returned incident device was consistent with the complaint. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the forceps were not biting the mucosa. Reportedly, the cups were blunt which led to more bleeding. However, no intervention was required to stop the bleed. Additional information received stated that the forceps could not open and that 'the wing wires seemed to have snapped and looked like the forceps had wings.' A device was received and a preliminary evaluation determined that the clevis arms were bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the forceps were not biting the mucosa. Reportedly, the cups were blunt which led to more bleeding. However, no intervention was required to stop the bleed. Additional information received stated that the forceps could not open and that 'the wing wires seemed to have snapped and looked like the forceps had wings.' A device was received and a preliminary evaluation determined that the clevis arms were bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (device damaged). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)